Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent medical intervention surgery due to a bone fracture which required a plate. The implanted nexgen components were not revised. No additional information is known at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. From the radiologist review of the x-rays provided, it was noted that, prosthetic distal femur was fractured. The implants were intact and in good position. The bone quality is poor. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.